Event description:
It was reported that the images on the auto mode of the 9800 system were too dark. User had to switch to manual mode to adjust image. Another user stated that the images were too light and no detail in lat position. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. Informed the user on the use of the smart metal control function on the c-arm control panel. Suggested that an application specialist visit the user site. Monitored the system for a few days and it was working as intended. System remained in service.